Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). Indication: cervical spine with cage and plate. When the screw was screwed in, a chip formation over the entire length of the screw was noted. Surgical delay 5 minutes; no risk to the patient. The chip formation was removed at the screw and had not fallen into the patient.

Manufacturer narrative:
The provided quintex dynamic screw shows that parts of the thread shared off. The screw was investigated microscopically and this case was discussed with a specialist from the marketing department. The device quality and manufacturing history records were reviewed for the available lot number. The device history file was found to be according to specification valid at the time of production. No similar incidents have been filed with products from this batch. This failure is most probably handling related. Due to the type of defect, it is very likely that the screw was not placed in the center of the plate and was possibly screwed in at an incorrect angle, resulting in the thread being damaged from the frame of the plate. A visit in the hospital by a marketing specialist confirmed the above mentioned hypothesis. Product related failure is excluded. The surgeon was made attentive to this misapplication. The current failure rate is within the risk analysis and no additional corrective / preventive action is necessary.